Manufacturer narrative:
D4 - primary unique device identifier (UDI)#:(B)(4) "UDI related data quality updates only." H3 - device evaluation: lens was returned in micro-centrifuge vial, in liquid, residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. In a separate visit the lens was exchanged for a replacement lens of longer length. The problem was resolved. Cause of the event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
Claim# (B)(4). Manufacturer narrative comment; device revision or replacement (lens replaced or exchanged) is identified in the labeling as a known potential adverse event following icl implantation.